Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that sterility was compromised. An encore balloon catheter inflation device was selected for use. During preparation, it was noted that one of the individualized box of the device was not sterile. No patient complications reported.